Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the abdomen. The patient didn´t reported any symptoms. At an unspecified time of the event the cgm was reading 3.6 mmol/l and the blood glucose reading was 1.4 mmol/l. An ambulance was called, and the patient was treated with IV glucose; there was no information about who called the ambulance. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.